Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue. Therefore, a more specific code could not be selected.

Event description:
It was reported, that transmitter not working occurred. The product was evaluated. An external visual inspection was performed and passed. Perform voltage test and passed. Nordic bluetooth pairing test was performed and failed. The probable cause was determined, to be a transmitter failed error. The reported event of transmitter not working is reportable, based on the finding of a transmitter failed error. No injury or medical intervention was reported.